Manufacturer narrative:
(B)(4). Date sent: 1/19/2022. Additional information: additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? All answers above are unobtainable. Once there is any update, we will update the information.

Event description:
It was reported that for radical resection of colon cancer, the electric cutter stapler was used for cutting off the intestinal canal during the operation. The stapler clamped the intestinal canal and could normally fire. The intestinal canal was smoothly cut off. The staples on both sides were deployed well. However, the jaw could not be opened (at this time, the intestinal canal was still in the clamping state). After several attempts to press the handle, the jaw still could not be opened. The physician had to pull both bowel out of the jaw. The examination showed no obvious damage to the broken ends on both sides of intestinal canal, the staple firing was satisfactory, and the surgery was successfully continued; however, this stapler could not be used continuously, and a new stapler was forced to be replaced for completing the surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided.